Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
It was reported that the customer does not have a pancreas, has lows while sleeping, and wakes up with high blood glucose over 200 mg/dl. It was also reported that the insulin pump had random no delivery alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer stated the paramedics were called for treatment for their low blood glucose. The customer reported their blood glucose was 40 mg/dl at the time of incident. The customer reported their meter was reading 90 mg/dl. The customer declined to return the insulin pump for analysis.